Event description:
Getinge became aware of an issue with one of surgical lights - lucea 100 mobile. It was stated the power plug is coming out - one of the left and right prongs of the power plug was broken. The issue was confirmed by photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of plug with live parts may cause electric shock in case of reoccurrence.

Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100 mobile. It was stated the power plug is coming out - one of the left and right prongs of the power plug was broken. The issue was confirmed by photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of plug with live parts may cause electric shock in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. The analysis related to the reported issue has been performed by the subject matter expert at the manufacturing site. As it stated, the dimensions of the electrical socket support showed no discrepancies (the support is in accordance with the plan). The new socket iec has allowed the product to be brought into compliance. We can conclude that the thickness of the frame is compliant. Only the hooks of electrical socket are broken. The most probable cause of broken of the electrical socket is misuse. After a lateral shock or an excessive effort during the extraction of the electrical cable. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.